Event description:
It was reported that there was a malfunction on the pump with a specific malfunction code noted, but no notable events occurred prior to this issue. Customer¿s blood glucose level did not exceed 500 mg/dl. The customer declined assistance and follow up from tandem technical support regarding the issue. No additional patient or event information was available.